Event description:
The patient was implanted with an implantable ventricular assist device (ivad). The manufacturer received the attached user facility report (B)(4) from the (B)(6) registry. The report indicated that there was a fracture in the patient's driveline. Additional information was received from the hospital's vad coordinator that the patient had a fracture in the driveline from the ivad that was leaking air. They braced it and put a pig tail catheter in the patient to help with the air situation. The patient was later transplanted in 2009.

Manufacturer narrative:
The pump will not be returned to the manufacturer for evaluation as the hospital staff disposed of it. The attached user facility report (B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.